Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported a granuflo mixer with visible smoke and a burning smell when powered on. Upon inspection, the biomed found burn damage on the power controller between outputs 4 and 5. The biomed reported seeing a spark between these outputs as well. There was no patient involvement associated with the reported event, nor was there harm to any patients or individuals because of this malfunction. The biomed reported that the burn damage, spark and subsequent smoke on the controller was due to water exposure. The power controller was the original part on the machine. The biomed replaced the power controller to resolve the machine issue. The machine has been returned to service with no issues and without reoccurrence of the reported event. The power controller was discarded and is not available to be returned to the manufacturer for physical evaluation.